Event description:
It was reported that the customer experienced an issue with the touchscreen of their pump, where it selected options on its own and prevented navigation despite the screen not being cracked or shattered. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was guided to use an alternative backup therapy, specifically multiple daily injections, to ensure insulin delivery was not interrupted.